Event description:
In the beginning of 1989, symptoms such as red, itchy hands with papules occurred when latex gloves were worn while working in a hosp. Later that yr, after a few visits to the dentist's office rptr experienced an itchy, blotchy face after the hygienist touched that area while wearing latex gloves. On another occasion in 1989, rptr experienced a swollen lip after the dentist touched it with latex gloves. She was also rejected as a blood donor because of an increased heart rate (approx 106 beats per minute) after being in a room where the phlebotomists were frequently donning and removing latex gloves. Wheezing, sneezing, and itchy-watery eyes were also experienced from being in that same room. Then on 2/12/90, within a few minutes after having sexual intercourse with a partner who wore a latex condom she experienced a systemic anaphylactic reaction. She began wheezing, her nasal passages became completely congested, her respirations were greater than 40 breaths per minute, her heart rate increased to over 150 beats per minute, and she stated her throat felt like it was swelling closed. Her skin became bright red and hives immediately appeared over her entire body. She had severe difficulty breathing. She took 50 mg of benadryl and 2 inhalations from her proventil inhaler, and found little relief. The rescue squad was called and she was immediately put on oxygen and was given a shot of epinephrine at the hosp, then later released. She is presently still working in a hosp but wears nitrile gloves instead of latex, with no reaction. She also wears a medic alert bracelet and tries to stay as far away from latex products as possible. (Same rptr in 1002745.)